Event description:
The customer reported that the system would reboot itself when attempting to boot up the system. This rendered the system unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced. The system was then found to be operating as intended.